Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the instrument broke. The surgeon used suture to complete the procedure. The hospital has reported that no pt injury occurred.